Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 23-nov-2016, an fse conducted on-site follow-up with the customer. The fse determined that the driver board was defective and replaced it. The fse checked the temperatures and adjusted as needed. The instrument returned to normal operation. The most probable cause of the reported event was due to a defective driver board.

Event description:
On (B)(6) 2016, a customer reported error 3003 waiting for temperature with their aia-360 analyzer. The customer is unable to run lhii and fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.